Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the right atrial lead exhibited no sensing and no capture. A chest x-ray was performed which noted the right atrial lead pulled back into the superior vena cava. On (B)(6) 2018, the right atrial lead was explanted and replaced. During the procedure, the physician elected to adjust the slack of the right ventricular lead. No lead dislodgement or electrical anomalies were observed. The patient was stable throughout.